Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade unknown. Healthcare professional later reported "calcified". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on radius side assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ calcification: no observed. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.